Event description:
The manufacturer's representative reported in early may 2007, the patient complained of urinary incontinence, and "her right leg was giving out". The hcp performed an MRI in late may 2007, and diagnosed the patient with a 1 cm granuloma at the t6 catheter tip location. The hcp weaned the patient from her intrathecal medications by decreasing the overall intrathecal dose to finally delivering saline. The hcp is monitoring the patient's progress and has plans to perform a follow-up MRI. The manufacturer's representative reported the patient's status as being improved since the dose reductions were introduced. The drugs contained in the patient's pump were dilaudid (50 mg/ml) delivered at 13 mg/day, bupivacaine (5 mg/ml), and clonidine (100 mcg/ml). The intrathecal clonidine had been added within the last few months. Additional information has been requested, but was not available at the time of this report.